Event description:
Report of 1 of 5 received of air in the tubing distal to the filter. It was reported that the patient received lipids via a gemstar pump at a rate of 5ml/hr for 12 hours via broviac catheter. The set was primed via the pump and the "filter was gently tapped to remove any air". The patient's relative reported that one hour after the lipids was initiated, 5cm of air was noted above the air filter and 1cm of air was distal to the air filter. The relative disconnected the tubing, purged the air out of the tubing and then reconnected the tubing. The lipids solution was resumed. The patient did not experience any adverse effects.